Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: lot 60400263 was manufactured from september 27, 2022 to september 28, 2022. H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by using tap water to fill a container and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate, or lack of, cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.